Event description:
The customer reported that the device displayed errors 8 and 10, and failed to completely power up.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed errors 8 and 10, and failed to completely power up. The customer isolated the failure to a malfunctioning control pca. The customer ordered the part to resolve the failure.